Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was dislodged during an unrelated bypass surgery. The right ventricular lead sensing and capture was unacceptable. Rv lead was found to be dislodged under fluoroscopy an it was noted that the svc coil was well out of the svc. It was also noted that the atrial lead had lost its ¿j¿ slack. On (B)(6) 2019, rv lead was explanted and replaced. Additional slack was added to the atrial lead. Device was replaced due to eri/eol status. Patient was stable. Related manufacturer reference number: 2938836-2019-05616, related manufacturer reference number: 2938836-2019-05614.